Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The customer troubleshot with technical support and was advised to replace the circuit printed unit. Cpu. The customer replaced the cpu and power management board. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had error codes displayed. There was no patient involvement.